Event description:
The customer reported that their pump screen was dark and would not turn on, and the battery was not charging. Despite these issues, there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). The customer attempted various troubleshooting steps, including confirming the pump was not plugged into a power source, pressing the center button, using a known working charging cable and wall adapter, and trying alternate charging equipment, but the pump still did not display any response. Ultimately, the technical support team decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.